Event description:
It was reported that (1) lcsc5 was used with hp053 during a unknown procedure. It was reported by the affilaite that the device would not activate. Opened another device to complete the case. There was no consequence to pt.